Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was not returned for evaluation after three good faith attempts (gfes) were made. The lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, the probable root cause for this 00mlx mlx 300w xenon lightsource melting a hole in a drape is most likely due to customer mishandling of the unit. The 00mlx lightsource produces heat as it operates, and care should be taken to ensure nothing flammable comes into contact with the unit. The instructions for use (IFU) states, "the light source produces high intensity light. Thermal burns can result from improper use of the light source or the light output of the fiber optic cable." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during testing of the mlx 300w xenon lightsource (00mlx) equipment, it promptly melted a hole on a drape on 75 and 100% settings again. There was no patient involvement; thus, no injury, death, or surgical delay was reported.